Manufacturer narrative:
The device investigation has been completed and the results are as follows: DHR results: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results: the packaged stock product is not applicable for review since no defect or non-conformity observed from returned product. Investigation methods/results: the implants were returned but not in original package. The parts were measured and verified to be an inclusive mini implant o-ball 2.2 mmd x 15 mml (70-1068-imp0003) using radiographic template. The implant thread and o-ball head were intact. There was no defect or non-conformity observed. Bone debris was observed from the implant. Root cause: failure to osseointegrate" is a common complaint in regards to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes mentioned below. Although the root cause for failure to osseointegrate is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the lack of osseointegration. IFU 3023579 rev 3.0 (inclusive dental implant system) contains the following statement in warning section: "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." The IFU also contains the following statement in precaution section: "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual and copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to.

Manufacturer narrative:
The patients weight is not provided as it is not taken at the time of the appointment. The device has not been returned. If/when the device is returned an investigation will be carried out and a supplemental report will be submitted.

Event description:
It was reported that the inclusive mini-implant o-ball failed. The patient's bone grade is noted as grade ii. The patient presented on (B)(6) 2019 for primary placement on tooth #27. The patient returned on (B)(6) 2020 with complaints of mobility. Upon exam, the provider notes a failure to integrate. The patient current status is listed as "satisfactory."